Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for burnt c-cover was traced to component failure. However, a root cause for foreign objects in nozzle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing the service repair technician identified the device had foreign objects in nozzle and burnt c-cover. There was no patient involvement.